Event description:
Heartmate 3 lvad [left ventricular assist device] patient admitted with facial tingling and sudden onset headache. Imaging revealed right frontal parenchymal infarct and hemorrhage. The patient was on anticoagulation. The patient's inr [international normalized ratio] was 3.1 upon admission. The patient continues to be treated for stroke and hemorrhage.